Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive occurred in drawer b. There were false positive bottles in drawer b. No patient impact was reported. The following information was provided by the initial reporter customer called to report false positive bottles in drawer b.

Manufacturer narrative:
H.6 investigation summary: a complaint of "false positives" was received against instrument top bactec fx, material no: 441385, serial no:(B)(6). Field service engineer was dispatched and coupler was replaced to resolve the issue. The complaint is confirmed and the root cause is related to "worn out coupler". Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 7/13/2021. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history review revealed no previous complaints for this issue. Corrective action and preventative action (CAPA) exists to address this failure mode. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends. CAPA # 2660061.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive occurred in drawer b. There were false positive bottles in drawer b. No patient impact was reported. The following information was provided by the initial reporter customer called to report false positive bottles in drawer b.